Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the up arrow, down arrow, and ok keypad buttons have become increasingly unresponsive over the past two weeks. He stated that the buttons feel soft and flat. The patient denied that the pump was exposed to water; denied physical damage to the rubber keypad; and stated hat he carries the pump in his pocket with a clip.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. Evaluation revealed that excessive force was required to obtain a response for all keypad buttons. There was evidence of keypad adhesive found under all button key contacts. It was observed that the ok button key contact was misaligned; the contrast button key contact was inverted; and the up arrow, down arrow, and ok button key contacts became inverted when pressed, and did not spring back as expected.